Event description:
Had hip replacement. Did well and was at home with in home physical therapy when developed excruciating pain in hip. Went back to dr and they determined that the trochanter hook on the replacement had come unhooked and would require further surgery. Pt had blood pressure problems on the first surgery so was concerned about going under again. The hook was made by biomet inc. Rptr understands that the dr called them about it.